Manufacturer narrative:
This complaint is being reported by zimmer biomet as (B)(4). PMA/510(k) number: k081047; k123188; k133786. The previous repair report for the ultra quad flex fluid cart was reviewed and noted no related non-conformances, requests for deviation (rfd) or any other issues with the repair. The previous repair report review found no issues with the device after repair and all verifications, inspections and tests were successfully completed. The device was noted to have been previously repaired by zimmer biomet surgical once for the device producing an odor like something was burning. The service technician was unable to reproduce the reported event as part of the previous repair, so the previous repair cannot be related to the current repair. No complaint history review was required since the reported event could not be reproduced during evaluation of the device during the returned product investigation and no other issue was found with the device. The customer noted that they wanted to exchange the cart for a new one and an exchange for the device was scheduled. A new cart was shipped from riverside to the facility. The new cart was confirmed to have arrived at the facility and a service technician from (B)(4) was dispatched to the site to perform the exchange. The service technician was noted to have installed the new cart and verified that it was functioning as intended. He then repackaged the exchange cart so that it could be returned to riverside. No installation checklist was required. The exchanged cart was picked up from the facility and was confirmed to have been returned to riverside. The cart was further investigated as part of a returned product investigation. The cart was run for several days and was noted to have been functioning as intended without any smells being produced. Based on the information provided, a specific root cause of the device having a burnt smell cannot be determined since the burnt smell was unable to be reproduced during the returned product investigation of the device. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
It was reported that the unit had a burnt smell to it. No adverse events have been reported as a result of this malfunction.